Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this pacemaker dependant patient had experienced a syncopal event. There were no stored episodes that correlated with the event. However, a review of the arrhythmia logbook noted some electromagnetic interference (emi) with some non-sustained ventricular tachycardia (nsvt) and a few 2-3 second pauses in pacing from one month ago.